Manufacturer narrative:
Initial report sent to FDA on 10/27/2008.

Event description:
According to the reporter: the client reports that the second sulu could not be loaded on the instrument. The operation was converted to open surgery.